Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a patient had an unexpectedly significant muscular response to the delivery of 10 joules of energy via heartstart xl internal paddles.